Event description:
The customer reported on (B)(6) 2014 at 7:35 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history. At 4:51 pm, the pod was deactivated and she noticed the cannula was never inserted into her skin. There was also insulin leaking at the site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.